Event description:
It was reported that a spectrum iq infusion pump up button was not working found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1, d3, d4: unique identifier (UDI) #. Additional information: d9, g4, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem 'up button not working' was confirmed as the second from left soft key was found worn and not functioning. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a worn-out key. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.